Event description:
On (B)(6), 2022, a patient underwent an emergent endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. During the treatment, a trunk-ipsilateral leg component was fully deployed into a left common iliac artery. Attempt was made to cannulate to the contralateral gate, however a guide wire was not able to advance at just above origin of a right common iliac artery due to a terminal aorta was narrow, approximately 14 mm, and the ipsilateral leg was already fully deployed through the narrow vessel. The physician decided to change to perform aorto-uni-iliac (aui) procedure. As the aui, a contralateral leg component was implanted upside down in the trunk-ipsilateral leg component. Another device was implanted to extend distally to the left common iliac artery. The right common iliac artery was embolized using coil, interlock, and plug, avp ii. A femoral - femoral bypass was performed. The patient tolerated the procedure. The physician stated that it was not good that the trunk-ipsilateral leg component was fully deployed first. However, it had to be done because the life-saving priority.

Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: code c19- a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for analysis. The physician stated that it was not good that the trunk-ipsilateral leg component was fully deployed first. Additionally, the physician had difficulties during the cannulation of the contralateral gate due to a narrow terminal aorta. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Gore recommends to following manufacturer¿s instructions for use. Incorrect deployment of the endoprosthesis may require surgical intervention. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to improper component placement, embolization and bypass.